Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead was noted to have a high rv pacing threshold on a remote transmission reviewed by the clinic staff. The physician elected to watch the lead and did not see the threshold decrease. The physician scheduled the patient for an rv lead revision. When the patient was brought into the electrophysiology (ep) lab a venogram was completed which showed an occluded vein. The physician attempted unsuccessfully to gain access and abandoned any further attempt to reposition the lead. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.